Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the infusion set separated into 2 parts after connecting IV fluids to the patient. There was no patient harm.

Event description:
The customer reported that the infusion set separated into 2 parts after connecting IV fluids to the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the inlet port of the tubing adapter located below the lower fitment. Fluid was leaking from the separation. Magnified inspection identified insufficient solvent applied to both sides of the pvc tubing engagement. Dimensional analysis was within iso-specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.